Event description:
Mic-key gtube lot number aa4174f03 was found to be loose and have a broken balloon. This is the fourth mickey that this patient has the same result. The first 2, he was seen in the ER at another facility. The 3rd was found to be ruptured while surgery clinic was assessing the problem. He was sent home with a new mic-key, a different manufacturer's balloon was to be mailed. On the day of the event, the 4th mic-key tube was broken, and replaced with a different gtube.